Event description:
It was reported that the patient¿s dignishield was pulled out or expelled with water still in the cuff. The patient was taken from the nursing home to the emergency room to have a second one placed. The second dignishield was placed, but was not draining stool. It was also reported that the dignishield was leaking into the bed instead of the bag.

Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown therefore the device history record could not be reviewed. The product family for this unknown fecal management system is unknown. Therefore, bard/bd is unable to determine the associated labeling to review. Although the product family is unknown, the unknown fecal management system labeling are found to be adequate based on past reviews.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the patient¿s dignishield was pulled out or expelled with water still in the cuff. The patient was taken from the nursing home to the emergency room to have a second one placed. The second dignishield was placed, but was not draining stool. It was also reported that the dignishield was leaking into the bed instead of the bag.